Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(6) FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed as no log files were submitted for review and no equipment was returned for evaluation. Additional information provided stated that a self-test was performed and the backup battery was replaced in an attempt to resolve the reported alarm; however, the alarm did not resolve. The alarm was then resolved by exchanging the controller (serial number: (B)(4)). A request was made to obtain additional event information (including if the exchanged system controller and/or backup battery will be returned for evaluation); however, the no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU), section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the running system controller with a backup controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm. The nurse was instructed to connect the patient to the power module and perform a self-test to clear the alarm. The nurse reported that the backup battery fault alarm continued after the self-test and the patient¿s backup battery will need to be replaced. The alarm was then verified on the patient¿s primary controller. The backup battery was replaced, but the controller continued to alarm with a backup battery fault. The controller was then exchanged to the backup controller and the alarm cleared.